Event description:
In a lap assisted sigmoid resection procedure, an idrivec was used to fire a plc75 attached to it. During the firing sequence, the idrivec apparently experienced a loss of electrical power and could not complete the procedure. As a result, the plc75 had to be cut out of the patient, and the procedure was completed with another stapler.

Manufacturer narrative:
The idrivec was returned for evaluation. It was determined that one or more of the power transistors on the motor controller board of the device had electrical shorts which rendered the device inoperative. Evaluation summary: confirmed the idrivec does not respond when the battery installed.